Event description:
Site reported that the light adjustable lens in the patient's right eye was explanted as the desired refractive outcome for near vision was not achieved after light adjustment treatments. Rxsight's first awareness of the event was on (B)(6) 2021.

Manufacturer narrative:
Site reported that the light adjustable lens in the patient's right eye was explanted as the desired refractive outcome for near vision was not achieved after light adjustment treatments. Rxsight's first awareness of the event was on (B)(6) 2021. The returned lens was visually inspected and optically tested. The lens was returned broken into multiple fragments due to the explant, although no other issues were noted. No optical issues were noted with the lens.

Manufacturer narrative:
Site reported that the light adjustable lens in the patient's right eye was explanted as the desired refractive outcome for near vision was not achieved after light adjustment treatments. Rxsight's first awareness of the event was (B)(6) 2021. Device history record for the lens was reviewed. No issues were noted. The explanted lens has been received and is pending evaluation results.

Event description:
Site reported that the light adjustable lens in the patient's right eye was explanted as the desired refractive outcome for near vision was not achieved after light adjustment treatments. Rxsight's first awareness of the event was (B)(6) 2021.